Manufacturer narrative:
Although no device malfunction has been reported this incident meets the criteria of a serious injury report based on the node the doctor went into began to bleed and the patient bled out, causing need to stop procedure and near intubation. Patient spend hours in the recovery room being monitored following the use of this echo device.

Event description:
Upon taking the biopsy, the node the doctor went into began to bleed and the patient began to bleed out, causing need to stop procedure and near intubation. Patient spend hours in the recovery room being monitored.

Manufacturer narrative:
Although no device malfunction has been reported this incident meets the criteria of a serious injury report based on the node the doctor went into began to bleed and the patient bled out, causing need to stop procedure and near intubation. Patient spend hours in the recovery room being monitored following the use of this echo device. This complaint is related to an echo-hd-22-ebus-o-c device of an unknown lot number. The echo-hd-22-ebus-o-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. Based on the information provided by the cook senior field product specialist, this is clinical related as opposed to an issue with device functionality. The following comments were provided by the dr.: ¿it could have been very well the patient's anatomy and the proximity of the vascularity that led to the bleeding situation.¿ as the echo device was not returned for evaluation and no specific device malfunction was noted during the procedure it is not possible to determine the root cause of this complaint however it is most likely procedure and/or patient¿s anatomy related. As per the instructions for use, that accompanies this device, potential complications with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, bleeding, damage to blood vessels, nerve damage, pain, pneumopoeritoneum, tumor seeding, respiratory depression or arrest, cardiac arrhythmia or arrest and death. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Upon taking the biopsy, the node the doctor went into began to bleed and the patient began to bleed out, causing need to stop procedure and near intubation. Patient spend hours in the recovery room being monitored.